Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge any battery. Troubleshooting was attempted with an alternative battery, however issue was not resolved. User is unable to confirm if the charging pin is intact. The device was not in clinical use on a patient at the time of the event. No patient harm occurred.